Manufacturer narrative:
A plastic bag containing used and decontaminated components for a 3ml syringe was received for evaluation. The components retuned included a syringe barrel, a plunger/rubber/filter assembly and engaged needle pro. No original packaging was present. Visual inspection revealed damage to the shoulder of the syringe barrel near the base of the luer fitting, thus confirming the complaint. The condition of the returned components was such that it was not possible to conduct a leak test. However, the damage to the shoulder of the syringe barrel resulted in a hole to be present confirming that leakage would most likely occur. See photo attached. A quality alert was issued to production to heighten awareness to this issue. While the damage to the returned samples was confirmed, the exact cause for this defect could not be determined at this time. A device history record (DHR) review summary could not be performed, no lot number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the use of the product, the customer found a crack in the syringe. No patient injury was reported.